Event description:
Additional information was reported that the cause of the driveline fault alarm was not identified. The pump was exchanged on (B)(6) 2024 due to internal battery alarms in the system controller although it had just been exchanged on (B)(6) 2024 and the highlighting of the rupture of one of the 3 phases of the driveline in its intracorporeal portion (yellow line). The driveline path was changed due to a driveline orifice infection with cultures positive for methicillin-resistant staphylococcus aureus (mrsa).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b1: type of report corrected. Section b2: outcomes attributed to adverse corrected. Section d4: catalog number corrected. Section d6b: date of explant corrected. Section h1: type of reportable event corrected. Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer's investigation conclusion: the evaluation of the returned heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) confirmed a breach in both the brown and yellow wires, and the green wire was found to be completely severed, consistent with the driveline fault alarms confirmed via the submitted log file. Additionally, a direct correlation between the hm ii lvas, serial number (B)(6), and the reported infection could not be conclusively established through this evaluation. (B)(6) was returned assembled with the driveline severed approximately 3¿ from the pump housing. Approximately 12.5¿ of a midsection of the driveline and approximately 24¿ of the distal portion of the driveline was returned. The sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) was returned attached to the inlet port. The outflow graft was attached to the outflow graft elbow which was attached to the pump¿s outlet port. The bend relief hardware and bend relief collar were returned detached. Evaluation of the submitted log file confirmed driveline fault alarms associated with phase a of the driveline, specifically the green wire. No wire-to-wire or wire-to-shield electrical shorts were induced during electrical continuity testing of the driveline in the condition that it was received. Upon disassembly of the driveline, visual examination of the wires under a microscope revealed that the pump end and midsection of the driveline were unremarkable. Additionally, it was noted that the green wire in the distal end of the driveline was completely severed adjacent to the nipple of the controller connector. The remaining segments of all wires were then submerged in a saline bath solution for high potential (hi-pot) testing to further verify the integrity of each wire's insulation. This test revealed that the pump end was unremarkable. A breach in the brown wire was found in the midsection of the driveline at approximately 12", and a breach in the yellow wire was noted at approximately 11.5". All other wires appeared unremarkable. The returned pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. Due to the confirmation of internal driveline wire damage, no further evaluation was performed and (B)(6) was not functionally tested using a mock circulatory loop. The relevant sections of the device history records for (B)(6) and the driveline serial number 60548 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, and the hm ii patient handbook, rev. C, are currently available. Section 1 of the IFU lists infection (localized, driveline, pump pocket or pseudo pocket) as an adverse event that may be associated with the use of the hm ii lvas. Section 6 of the IFU, "patient care and management", also lists infection as a potential late postimplant complication. Additionally, the IFU and patient handbook provide instructions in regard to caring for and controlling infection. Section 6, ¿patient care and management¿, addresses how to care for the driveline and notes that the driveline should be inspected daily for signs of damage, such as cuts, holes, or tears. This section states that the driveline should never be severely bent or kinked. Section 7 of the IFU, "alarms and troubleshooting", outlines system controller alarms and the appropriate actions associated with them. Section 8 of the IFU, ¿equipment storage and care¿, contains information regarding how to clean and care for the driveline. This section states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The patient handbook contains a section on "caring for the driveline. Section 4, "living with the heartmate ii", contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). The ¿alarms and troubleshooting¿ section outlines system controller alarms, as well as how to respond to such event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that an alarm was seen on the screen. Log files were downloaded. Log files showed a driveline fault and an issue on phase a of the driveline. The team decided to exchange the pump due to the driveline issue.